Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the healthcare professional moved the patient's ins from their back to their abdomen because the ins came out of the pocket and was "free flowing, moving around". No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she is a very petite person, (B)(6) which could¿ve caused it to come out of the pocket. The patient reported that it popped out while she was sleeping and it woke her up. The patient reported that there was nothing down other than surgically putting it back or surgically moving. No further complications were reported. (B)(4)